Event description:
The customer reported that the system does not alarm correctly. The device was in use on a patient at the time of the event, there was no adverse event reported.

Manufacturer narrative:
(B)(6). The philips remote service engineer (rse) interviewed the biomedical engineer (bmed) who reported on the behalf of the head nurse of department b2 that the system did not handle alarms correctly. The rse looked at the photographs of the events on display and found there was no malfunction of the system but a misinterpretation of the alarm settings. It should be noted that not all telemetry in the department has the c01 option (extended arrhythmias), so it was normal that some have a different behavior on some types of reports. However, in this particular illustrated situation there were no inefficiencies. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Analysis was performed by remote service personnel which included interviewing the customer. It was reported the head nurse of department b2 believed the system did not handle alarms correctly. The rse recalled looking at the photographs of the events on display and concluded there was no malfunction of the system but a misinterpretation of the alarm settings. The rse stated it should be noted that not all telemetry in the department has the c01 option (extended arrhythmias), so it is normal that some have a different behavior on some types of reports but in the case illustrated there were no inefficiencies. The customer provided additional feedback/rhythm strips. Summary of technical complaint investigation: the pse examined the rhythm strips provided, it showed the client set the following tachycardia setting (> 100 hr, > 10 runs). The patient only had 4 runs with hr 130, so the system correctly only raised the high hr alarm. The pse could see the strip highlights an area indicating missing beats and pacing mode appeared to be active since some beats are classified as paced and were learned as such. Nevertheless, the pse could not identify a pacer spike with these beats, though it was possible they are buried at the start of the qrs complex. The pse could not make a determination with the information included in the strips. Based on the information available in the case and the strips provided, the cause of the alleged malfunction was not confirmed as the pse could not see the pacer spikes identify with the beats. The problem was not confirmed. If additional information is received, the complaint file will be reopened for further investigation.